Event description:
It was reported that the patient's right ventricular (rv) lead exhibited decreased r - waves. The physician reprogrammed the sensitivity and the rv lead remains in use. No patient complications have been reported as a result of this event.